Manufacturer narrative:
H10: as the lot number for the devices were not provided, a manufacturing review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for all reported malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Hearns w charles, michelle black, sandor kovacs, arash gohari, joseph arampulikan, jeffrey w mccann, et al (2009). G2 inferior vena cava filter: retrievability and safety. Journal of vascular and interventional radiology, 20(8):1046-51. Doi: (B)(4). H11: g1, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 5 malfunctions. The information reviewed indicated that model unknown g2 vena cava filter allegedly experienced malposition of device, perforation and unintended movement. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
As the lot number for the devices was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes 5 malfunctions. The information reviewed indicated that model unknown g2 vena cava filter allegedly experienced malposition of device, patient device interaction problem, and unintended movement. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were not provided.